Manufacturer narrative:
Concomitant product: product ID: neu_unknown, explanted: (B)(6) 2015, product type: unknown. (B)(4).

Event description:
The healthcare professional (hcp) of a foreign clinical study reported that there was premature end of life (eol) of the implantable neurostimulator (ins) caused by intensive use at high voltage and utilization of 24/24 hours. The intensive use of high voltage led to the event. Interventions included replacement with a new ins. The issue was resolved at the time of report.